Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle was blocked and wouldn't push serum through during use. The following information was provided by the initial reporter: "these needles are defective ¿ at least 50% of these needles you cannot push any serum through. We are throwing away so many of these needles. Product concern: cannot push any serum through."

Manufacturer narrative:
Date of event unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary three samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was connected to a syringe with saline solution, two samples did not expel the solution due to clog. A device history record review was completed for provided lot number 1341422. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation and with the sample analysis the symptom reported is confirmed. H3 other text : see h10

Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle was blocked and wouldn't push serum through during use. The following information was provided by the initial reporter: "these needles are defective ¿ at least 50% of these needles you cannot push any serum through. We are throwing away so many of these needles. Product concern: cannot push any serum through"